Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was around 300 mg/dl to 400 mg/dl. The customer discontinued using the insulin pump and took out the set from her body and did manual injection to correct her high blood glucose levels at that time. The customer declined the high blood glucose troubleshooting. The customer stated that high blood glucose may due to the infusion set she used yesterday since she was not sure if she properly inserted it. The customer was required help in inserting a new infusion set. The insulin pump will not be returned for analysis.